Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vich13.2, +4.50 diopter, implantable collamer lens in patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted and exchanged for a shorter length lens due to observation of excessive vault and significant reduction of irido-corneal angles. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens returned dry I a micro-centrifuge vial. Visual inspection found residue on the lens, lens has a curved shape. (B)(4)